Manufacturer narrative:
With regard to this complaint logfiles and an eva vfie module were returned for investigation. Investigation of the returned module revealed a defective pressure sensor on the pcb inside. During start-up of the eva surgical system, the pressure sensor will be calibrated. However, due to the defective sensor, the calibration offset will be outside the limits. This will be detected by the eva surgical system causing the system to go in pause mode and generate the reported red screen that indicates the pause mode. When the system is pause mode, the systems fluid-air exchange will not be available. Based on the investigation results it was determined that the reported event is attributable to a random component failure of the pressure sensor inside the vfie module that was returned for investigation.

Event description:
We have been informed that during procedure eva primed well. Once in surgery mode, they went to viscous fluid extraction and the active fields of air and vfie were both colored red. The wall pressure was low with a long pigtail. Eva was rebooted but the same issues arose. The staff did not take note of the error code but instead used a backup eva to complete the procedure. Due to this event surgery was delayed > 30 minutes. Patient injury did not occur.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed.

Event description:
We have been informed that during procedure eva primed well. Once in surgery mode, they went to viscous fluid extraction and the active fields of air and vfie were both colored red. The wall pressure was low with a long pigtail. Eva was rebooted but the same issues arose. The staff did not take note of the error code but instead used a backup eva to complete the procedure. Due to this event surgery was delayed > 30 minutes. Patient injury did not occur.